Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a battery issue/not holding a charge. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the batteries were not charging. The fse replaced the power management board and battery modules. The unit passed all functional and safety testing.

Event description:
N/a.